Event description:
Midline catheter which was inserted into the left basilic vein approx. Two inches below the antecubital space, severed in two about one and one half inches below the hub. The distal catheter peice was removed from the patient's arm without difficulty. Further investigation of the incident revealed that a clamp had been used directly on the catheter prior to the incident.